Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test due to the motor error alarm. Moisture damage was found on the lcd board. The device was also received with cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and she was unable to rewind. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer stated that insulin leaked inside the device and she could see fluid under the screen. Blood glucose value was 166 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.